Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a malfunction in the coupler unit and a submerged/damaged lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the removed lens was due to a damage on the lens unit, with a cause traced to component failure. The coupler unit malfunction and the submerged lens is also cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device showed that the lens was removed. The issue occurred during reprocessing. There were no reports of patient involvement.